Event description:
I have found a defect and problem with my daughter's malem enuresis alarm. This device, which is brand new is overheating when the moisture sensor is connected to it. The enuresis alarm starts making a strange sound and the backside becomes hot. It is not possible for my daughter to wear this alarm as the temperature will burn her. I have experienced with enuresis alarms, but this is not how they operate. This is clearly a mfg defect or a critical design flaw which can burn skin on contact within a few minutes. The enuresis alarm is new.